Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (100 mcg/ml at 69.82 mcg/day), clonidine (50 mcg/ml at 34.909 mcg/day), and bupivacaine (10 mg/ml at 6.982 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and peripheral neuropathy. The patient's medical history included rsd (reflex sympathetic dystrophy). It was reported the pump was alarming or beeping. The alarming began (B)(6) 2015. It was noted there was a dual beep because the medication ran out because they didn't put enough medication in the pump and the patient basically ran out and went through a withdrawal cycle. The patient did not miss his scheduled refill. They didn't put enough medication in the pump for the patient. The patient noted the scheduled refill was just scheduled too late. The patient had followed up with their healthcare provider (hcp) on (B)(6) 2015 and got refilled but wasn't scheduled for refill until (B)(6) 2015. The telemetry printouts showed the patient was supposed to be back for a refill at max activations on (B)(6) 2015. The patient had chills, uncontrollable nervousness that wouldn't stop, restless leg syndrome all night long and couldn't sleep "saturday through sunday." The change in therapy/symptoms was noted as gradual. The patient started experienced withdrawal symptoms on (B)(6) 2015 and they kept getting worse and then the pump was refilled. The patient noted when they got home after getting the pump refilled he slept for 4-5 hours and felt amazing and slept again that night. It was further reported by the hcp that troubleshooting performed related to the pump alarm included the medication in the pump were changed and the physician did a pump refill. The problem was resolved. If additional information is received, a follow-up report will be sent.